Event description:
International affiliate reports the distal tips of two moss miami si final tighteners became stripped during screw tightening. There were no adverse consequences to the patient and no resulting delay. Another driver was used to complete the procedure. The following mfg. Medwatch reports are being filed to the two final tighteners with the stripped tips. 1526439-2014-11904; 1526439-2014-11905.

Manufacturer narrative:
Device manufacture date: mar-02-2011, mar-14-2011, apr-09-2011. Visual examination of the returned moss miami si final tightener identified that approximately 0.5mm in axial length of the driver¿s distal tip hexlobes had become stripped. The observed damage also indicated that it is in the direction of tightening. As such, this observation suggests that the driver had been off axis and most likely not fully seated during the tightening step of the procedure. A review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. As such, product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the moss miami si final tightener found no systemic trends that require further action. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage is consistent with the driver most likely not being fully seated in a setscrew during final tightening. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.